Event description:
It was reported that the customer experienced a low blood glucose (bg) level of in the 40's mg/dl range. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed pumpkin cream cheese, graham crackers and other carbohydrates to address bg. Customer updated their pump settings to address the event.